Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti tachycardia pacing and a shock due to an atrial originated arrhythmia. Technical services reviewed the episodes and stated that the rhythm appeared atrial or sinus driven with possible rapid ventricular response due to atrial arrhythmia. No additional adverse patient effects were reported. This device remains in service.